Event description:
It was reported that during implant of the lead, acceptable sensing and threshold values could not be obtained. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal lead characteristics.